Event description:
A user facility reported to olympus a 3d image defect. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. However, the device's initial visual inspection revealed a melted a-rubber adhesive along with a deterioration of the glue appearance regarding the ccd lenses. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event of "3d image defect" was presumed to have been caused by the following: temporary short circuit of the video connector board due to moisture that invaded the device from the leaked location. Temporary failure of the video connector board due to physical stress applied to video connector (since crack on video connector was confirmed, it was presumed that physical stress was applied to the connector). Abnormality of video system center or cable used at the user facility the suggested event "lens glue worn" was presumed to have been caused as a results of deteriorated glue due to a different sterilization process that what was documented within the instructions for use. It was concluded that the suggested events above were preventable. The instructions for use (IFU) states the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU further states: "precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor. The IFU continues: "repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Finally, the IFU states: "sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide initial reporter information.